Event description:
Related to MFR report# 2183959-2011-00071. On (B)(6) 2010, 2.5 weeks following a penile implant, a pt presented with dehiscence of a portion of his scrotal wound and drainage. It was stated that the penile device was visible through the incision. A culture of the drainage indicated haemophilus organisms and staphylococcus were present. It was stated that the device needed to be removed and replaced. During the removal procedure the surgeon cut down on the left prosthetic cylinder and cut upon the foley catheter into the urethra. The urethral injury was repaired and the device was removed. A new reservoir was implanted on this date, the tubing was capped, so it would be available for usage on the pt's next surgery after appropriate healing. Original date of implant not provided. Info indicates device was implanted at the end of (B)(6) 2010.

Manufacturer narrative:
Add'l catalog number: 72404155. (B)(4). Note: ams was notified on (B)(4) 2011 that the surgery took place. This would have been originally reported through the ams alternate summary report. Add'l info received on 02/09/2011 indicated this needed a separate medwatch report.